Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy, if needed.there was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify and duplicate the reported issue. The battery pins were replace to solve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Manufacturer narrative:
Sections h6, results code grid, conclusion code grid and h11, additional mfg narrative, have been changed: a stryker service representative performed an initial evaluation of the customer¿s device and was able to verify and duplicate the reported issue. The technician communicate to the customer that the device may power cycle up to 3 times during initial power on a keypress and confirmed that was the cause of the reported issue, as mentioned in technical bulletin (B)(4). The battery pins were replace as a precaution. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.